Manufacturer narrative:
The product return status mention in previous report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The insulin pump will not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(4) 2020. Blood glucose at the time of incident was not known. The customer stated she met with a car accident while she was driving the car. It was unknown if customer was using automode. The insulin pump will be returned for analysis.